Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, unit received with corroded battery tube. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test, replace battery now alarm or power loss alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a replaced battery now alarm with failed battery test alarm. The customer¿s blood glucose was 105 mg/dl. The insulin pump will be returned for analysis.